Event description:
The reporter claimed the audio and vibration alert on the animas insulin pump has malfunctioned. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged dual alarm failure.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 12/21/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the pump history showed the pumps sound setting for normal bolus, audio bolus, alerts, reminders, warnings and alarms were set to high. The temp basal sound was set to off and remote bolus was set to vibrate. The pump powered on with audio and vibratory sounds. Performed a 10 unit bolus with the pump set to vibrate, the pump gave the correct vibration. The audio alarm reading was found to be within specification. No defect found with the audio tone or vibration function of the pump, both were found to be functioning properly. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.